Event description:
It was reported that a patient underwent a underwent laparoscopic left adnexal mass removal under general anesthesia procedure on (B)(6) 2023 and suture was used. During the procedure the patient underwent laparoscopic left adnexal mass removal under general anesthesia surgery due to a "left adnexal mass". During the surgery, the mass was removed and sutured under the microscope. The doctor prepared to use suture, and the nurse checked and counted the suture after opening them. After being placed in the abdominal cavity, the patient underwent microscopic suture. The suture needle passed through the ovarian tissue and it was found that the suture behind the needle had fallen off. The suture needle was immediately found and removed, and the needle was replaced to continue the surgery. The surgery was successfully completed. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m.